Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. As a result of this lead issue, high thresholds, loss of capture and high impedance were noted. A new rv lead was successfully implanted. No additional patient adverse effects were reported.